Event description:
It was reported that the catheter was unable to pace after insertion during use. The catheter was replaced. There were no patient complications reported. No further details are known.

Manufacturer narrative:
One bipolar pacing catheter with monoject 1.3cc limited volume syringe was returned for evaluation. Din adapters were not returned with the catheter. No visible damage to the balloon, windings, or catheter body were observed. Continuity testing confirmed a full open condition of the proximal circuit. The distal circuit was found to be continuous. A cut down of the catheter body was performed just proximal of the proximal electrode to expose the pacing lead wires. The proximal lead wire was found to be broken at 21.5 mm proximal from the proximal electrode. It was found that the proximal circuit was continuous from the broken wire to the proximal electrode and from the broken wire to the proximal connector pin. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 minutes without leakage. Balloon inflation test was performed using returned syringe with 1.3 cc air by holding the balloon under water. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of pacing issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.